Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a failed battery test. The customer was able to clear the alarm, but the alarm occurred again. The customer's blood glucose level was unknown. The customer was informed they would receive a replacement, and was asked to return the device for analysis.